Event description:
On (B)(6) 2013, the patient contacted animas and alleged that she has noticed moisture in the cartridge compartment. She cannot tell if cartridge is leaking but does smell insulin. States that the tubing was on very tightly so she doesn¿t know how it could leak. She has contacted her health care provider (hcp). Blood glucose (bg) at time of call of was 532 mg/dl, with dry mouth, fatigue and frequent urination. She called back after changing ifs and tubing and at time of that call, one hour later, her blood glucose (bg) was at 509 mg/dl. She had not wanted to change cartridge because she had so much insulin that she would have to waste. Customer support (cs) instructed that she needs to try new cartridge since we cannot be sure if that is the reason her bg is high. This complaint is being reported because a patient on pump therapy experienced hyperglycemia possibly due to an allegedly leaking cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.